Event description:
It was reported that the patient was scheduled for coronary artery bypass graft surgery. While in the operating theater, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per instruction and inserted into the patient. Soon after the pump was switched on, the monitor displayed "abnormal waveform". Due to the alarm the md removed the iab and inserted another iab with success. There was no reported patient complications.

Manufacturer narrative:
Evaluation: evaluation performed on 10/15/07 determined that this is an MDR reportable event. The iab, one-way valve, sheath, slide connector, cal key and fos cable were returned. There was blood on the interior & exterior surfaces of the iab. The teflon sheath was on the catheter approximately 13cm from the proximal end of the balloon. The slide connector and cal key were attached to the fiber optix sensor (fos) cable. The fos was light level tested and passed. There was blood in the coils of the catheter. The catheter was distorted just above the bifurcation bushing. The iab was submerged and pressurized in water. Bubbles exited the catheter approximately 1cm from the proximal end of the balloon. The iab was pump tested and failed to fully inflate and deflate. Further investigation included dissecting the iab outer lumen of the catheter body. This investigation revealed that inadequate bonding of the iab outer lumen to itself could have contributed to the reported complaint. We will continue to monitor and trend similar reports of this type. A DHR re-review was conducted on the iab and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint.